Manufacturer narrative:
(B)(4). The device was returned to the medtronic (B)(4) service center. The drill was run at 80000rpm for 1 minute; pre-repair temperatures measured as follows: rear: 79°f ; middle: 138°f; nose: 158°f. The device is pending repair.

Event description:
It was reported that "a visao high-speed otologic drill overheated when it was used on the patient during a procedure, and thus another one was used instead to complete the procedure. It is unknown how long it took to overheat." There was no report of patient or user injury.